Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege on (B)(6) 2006, patient had implanted a depuy asr into right hip; on (B)(6) 2006, patient had implanted a depuy asr into left hip. It is further alleged the patient's depuy asr left hip failed. It is further alleged patient suffered multiple physical and mental injuries and problems. Update: on 1/3/2012, plaintiff fact sheet received with part/lot information. This information does not change the outcome of the investigation. Update rec'd 3/27/2013- ppd and medical records received. After review of the medical records the left side was revised for infection, pain, and loose cup. Prostalac was implanted and they were reimplanted on (B)(6) 2011. An unknown stem and taper sleeve are being added to the complaint for the infection. The right side hasn¿t been revised to date. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/3/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No devices associated with this report were returned. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) superseded by (B)(4). A search of the complaints databases against the femoral stem was not possible as the necessary product/lot code combination was not provided. The patient was initially implanted with depuy devices in (B)(6) 2006 and revised for infection in (B)(6) 2010. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than four years post primary implantation. The investigation can draw no conclusions with the information made available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.